Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer's insulin pump was giving insulin without the customer's input. The customer¿s blood glucose level was 58 to 60 mg/dl at the time of the incident. The customer treated the low with food. The pump was supposed to deliver 1.5 units and delivered 7.6 units and 30 minutes later delivered 10 units. Troubleshooting was completed but did not resolve the issue. The customer believes the pump was over delivering. The customer was at 39 mg/dl at this point during the call and was stuck between in to 50-60 mg/dl range. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test, unexpected restart error test and off no power test. No bolus anomaly noted during testing. Insulin pump passed the dat test at 0.08755 inches. Drive support cap was inspected and no anomaly was noted. Insulin pump was received with corroded battery tube noted. Insulin pump passed the stop ( idle ) current at 0.4530 madc and run current at 17.214 madc. Occlusion test recorded value at 3.05 unit. Analysis identified product meets specification: no.